Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump generated a safety disk alarm. It is not known under which circumstances this event occurred or if a patient was involved. However, no adverse event was reported.

Manufacturer narrative:
On (B)(6), we confirmed that this complaint was created in error in our database and is not a valid complaint. The information provided in the initial MDR was a duplication of information for another iabp which was captured and submitted under mfg report #2249723-2018-00165.

Event description:
It was reported that the cs300 intra-aortic balloon pump generated a safety disk alarm. It is not known under which circumstances this event occurred or if a patient was involved. However, no adverse event was reported. Please refer to medwatch #2249723-2018-00165 for information on this complaint event. This complaint report was erroneously created in our database.